Event description:
It was reported that a patient with a 4 cm artificial urinary sphincter (aus) cuff presented with recurring incontinence. It was noted that the patient was dissatisfied. The device was explanted and replaced. No further patient complications were reported.